Event description:
It was reported that during the surgery the tip of the anchor was broken. All the pieces were removed from the patient. No patient injury reported. Back-up device was available.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.